Event description:
The customer reported that the system was not storing information and they were having trouble rebooting it. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The ups battery connections were retightened and reseated. The system was then found to be operating as intended.